Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On approximately on (B)(6) 2025, the patient experienced nausea and vomiting. The patient checked a bg and it was 420 mg/dl while the cgm was displaying a value approximately 200 mg/dl lower than the bg. The patient¿s parent took the patient to the emergency room. Upon arrival, the patient¿s bg was 475 mg/dl while the cgm was around 400 mg/dl. The patient was treated with an insulin drip. Another bg was checked after treatment and it was 178 mg/dl while the cgm was displaying a low reading. The patient was hospitalized for 2 days and discharged on (B)(6) 2025 when the patient¿s bg stabilized between 150-200 mg/dl. At the time of the report, the patient was doing well. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.